Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic cholecystectomy, while retrieving the specimen, the bag tore. The specimen fell into the patient. Another device was used to retrieve the specimen. There was no patient injury.